Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asftf129 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that leak from disc. Patient status/ intervention: fine no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the needle housing. The leak appeared to emanate from an adhesive application site. Microscopic inspection of the sample with and without an ultraviolet light revealed voids in the adhesive within the extension tubing. The voids coincide with the leak fluid path. The leakage appeared to be caused by incomplete or incorrect adhesive deposition during device assembly resulting in a fluid path. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported that leak from disc. Patient status/ intervention: fine no other information was provided.